Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a closure top was broken. Additional information was requested but not made available.

Manufacturer narrative:
The closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00357 and 3012447612-2018-00460 thru 3012447612-2018-00462.

Event description:
It was reported that the threads of four closure tops broke while being installed during surgery. They were removed and replaced with alternative closure tops. There was delay greater than 30 minutes, but no reported patient impacts associated with this event. This is report one of four for this event.